Event description:
Caller reported a cgm error 42. Blood glucose levels were not adversely affected by the error. The caller received assistance from cts, who provided information for performing a complete pump reset. After following instructions and completing the reset, the pump did not display the cgm error again, and the caller successfully started a new sensor session.